Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly, as well as moisture damage on the motor, keypad, battery tube, and vibrator assembly. The device was also received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported the insulin pump got water on it and stopped working. Customer's blood glucose was 30 mmol/l, which she treated with manual injection. Customer stated the insulin pump screen turned black and there was fluid under the display. Customer was advised the device would be replaced and agreed to return the product for analysis.